Event description:
It was reported that since implantation of an implantable neurostimulator (ins) in october, the patient experienced difficulty walking, dizziness and speech issues. The patient had a "terrible fall" between christmas and new years and had since then experienced a shocking pain/sensation in her neck and down her arm. The sensation is present while the patient's ins was turned on and off. The patient also indicated that they have a dull pain under their neurostimulator. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Programmer: model 37642, serial# unk.